Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed empty reservoir. The patient's blood glucose level was 283 mg/dl at the time of the incident. The customer stated that they had the alarm set at 20 units. The customer was assisted with a displacement test and the insulin pump passed the test. However, the customer does not feel comfortable with the insulin pump. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.